Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the difficulties could not be determined. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. It should be noted the emboshield nav6 embolic protection system electronic instructions for use states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The barewire workhorse filter wire referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was performed to treat a lesion in a superficial femoral artery (sfa), which had significant tortuosity and significant calcification. Reportedly, a nav 6 embolic protection filter was advanced on a barewire workhorse filter wire, which was the only wire in the patient anatomy at that time. When retrieval was attempted, the filter separated from the wire, remaining in the patient anatomy. The filter was successfully captured with a snare device and removed from the patient anatomy. Planned atherectomy was not performed. Two stents were placed to successfully treat the lesion. There was a delay that was not clinically significant and there was no adverse patient effect. No additional information was provided.